Manufacturer narrative:
Clarification to h.6., h.10.&h.11: lab analysis summary was sent for a different device on previous report. Device has not been returned. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The patient reported being diagnosed with seizures. The device has been explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: white particles were observed on the outer and inner surface of the implant. No leakage or blockage was observed. Device is intact and functional. Information contained in this report was previously submitted through asr on 24-jan-2011 the event of "seizures" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seizures."

Event description:
The patient reported being diagnosed with seizures. The device has been explanted. This record is for the right side.